Event description:
The family of a (B) (6) male - (B) (6). - in hospice care for amyotrophic sclerosis, complained that the portable aspirator was not as strong as a previous suction machine made by a different manufacturer. The patient said the aspirator did extract secretions, but it took longer than the previous suction machine. Per the instruction of a dme/hme, the aspirator was checked by a family member for leaks by vacuuming water, no leaks were reported, the vacuum pressure was also checked by a family member and found to be to 20psi, normal maximum vacuum. A few days later the patient passed away; the family is associating his passing with the aspirator. As of 4-29-2010, the aspirator is currently not available for lab testing.